Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: a complaint history against the manufacturing lots cannot be performed. Component compatibility is unknown. The devices were implanted in august of 2014 and have an in-vivo time of over 5 months to date. Neither x-rays nor operative notes are returned for review. Attempts have been made to obtain additional information however no information has been received to date. Component fit and orientation per the surgical technique is unknown. In general, patient factors that may affect the performance of the components include: age, bone quality, height/weight, activity level, type of activity (low impact vs. High impact), and relevant medical history. With the information provided, a root cause analysis cannot be performed. Evaluation codes: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.

Event description:
It is reported that the patient is experiencing pain and swelling.